Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, "foreign material was found to be adhered to the back side of iol after implanting." The foreign material was able to be removed and the iol remains implanted with no reported harm to the patient. The same event occurred within five eyes. This case is related to the fifth eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the associated cartridge is qualified for use with the diopter lens model. The associated handpiece/viscoelastic combination is not a qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).